Manufacturer narrative:
Batch review performed on 13 july 2020: lot 1904482: (B)(4) items manufactured and released on 22-oct-2019. Expiration date: 2024-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 1906158. Batch review performed on 13 july 2020: lot 1906158: (B)(4) items manufactured and released on 24-sep-2019. Expiration date: 2024-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: masterloc 01.39.208 cementless ti coated lat stem size 8 (k151531) lot. 1902842. Batch review performed on 13 july 2020: lot 1902842: (B)(4) items manufactured and released on 26-jul-2019. Expiration date: 2024-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. The surgeon revised the stem, head, and liner 5 months after primary. The surgery was completed successfully.